Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 470 mg/dl, and trace ketones. Reportedly, customer was using fiasp for insulin therapy. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER a few hours later with customer in stable condition (bg 230 mg/dl). Pump data review by tandem technical support confirmed the pump was functioning as intended.